Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) presented to the hospital following a syncopal episode. Evaluation in the hospital noted that the device and rv lead exhibited loss of capture (loc). The root cause of the loc was not known. Surgical intervention was undertaken. A non-boston scientific lead was placed in the left bundle branch area (lbba). The device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d), and this rv lead remains implanted and in service. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that indicates the pace/sense portion of this rv lead was surgically abandoned and only the shock portion of the lead remains in service.

Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) presented to the hospital following a syncopal episode. Evaluation in the hospital noted that the device and rv lead exhibited loss of capture (loc). The root cause of the loc was not known. Surgical intervention was undertaken. A non-boston scientific lead was placed in the left bundle branch area (lbba). The device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d), and this rv lead remains implanted and in service. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.